Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the objective lens was found to be peeled off due to chemical or physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to a physical stress (e.g., drops, hitting a hard surface, etc.), or deterioration due to chemical stress, such as those used in the cleaning, disinfection, and sterilization process. However, a definitive root cause could not be determined. In addition, service also found a leakage due to holes in the universal cord caused by external factors, the bending angulation was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the light guide cover glass was deformed due to external factors, the lock engagement lever was discolored, and multiple parts of the device were scratched due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had an air leak. There was no patient harm or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the objective lens). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 01-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction: operator of device: should have been marked as healthcare professional on the initial report rather than "other".